Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assy to resolve the issue. Calibrated 30psi. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical service. The removed pneumatic module assy, rohs was returned to the failure analysis and testing department(fat) for investigation. This part was received with a reported unit failure message of failed membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of pim tests failed. The fat dept., performed all manifold tests and all tests passed in factory¿s specification. Retaining pim in the fat dept., as per procedure.

Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.